Event description:
An elderly patient with a history of coronary artery disease underwent cardiac catheterization. Pt was noted to have obstructive coronary artery disease. Physician proceeded with percutaneous coronary intervention. During the procedure,a taxus liberte stent was inserted and was not able to cross the lesion. When the stent was re-inserted, the stent wire broke near the hub. Catheter was not completely inserted so all parts were retrieved without harm to the patient.retained products given to regional sales representative for quality analysis. No feedback at the time of report.